Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with precisionglide¿ needle contained foreign matter in the syringe. The following information was provided by the initial reporter: "after opening the product, it was found that obvious impurities were found in the disposable sterile syringe".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with precisionglide¿ needle contained foreign matter in the syringe. The following information was provided by the initial reporter: "after opening the product, it was found that obvious impurities were found in the disposable sterile syringe".

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301942 and lot number 2007114. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. Through examination of the retained samples, no defects were observed. Based on the limited investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident.

Event description:
It was reported that bd¿ syringe with precisionglide¿ needle contained foreign matter in the syringe. The following information was provided by the initial reporter: "after opening the product, it was found that obvious impurities were found in the disposable sterile syringe"